Event description:
Reportedly, this stent was deployed due to the problems with another stents tip detaching, see MDR 6000002-2006-00529. Once this stent was placed, the delivery catheter snagged on the stent again, however, was able to be withdrawn from the pt. The dr felt the need to implant another stent overlapping the second stent. No pt injury reported.

Manufacturer narrative:
Eval of the returned delivery catheter found the tip of the catheter flared at the proximal end, where it appears like it got caught on something, when it was being withdrawn from the vasculature. In an effort to prevent the recurrence of this issue, we have reviewed and enhanced our mfg process as well as retrained our assemblers to address this issue. Eval of returned delivery catheter confirmed the tip was flared where it got caught on something. Eval of the returned delivery catheter found the tip was flared, where it appears like it got caught on something, when it was being withdrawn from the vasculature.